Event description:
It was reported that the pacemaker system was explanted due to infection in the pocket. Another device system was implanted on the right side successfully. No additional adverse patient effects were reported.